Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
It was reported that the patient experienced ineffective therapy and the lead at l4 exhibited high impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the procedure was aborted due to patient anatomy. As a result, surgical intervention may be undertaken again in the future to address the issue.